Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms. The customer's blood glucose was 264 mg/dl. The customer was assisted with the troubleshooting. The customer was able to complete the insulin pump rewind. The insulin pump will be returned for the analysis.